Manufacturer narrative:
Additional information: h2, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope exhibited residues within the air/water and jet channels. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
E2: healthcare professional-(blank) and e3: occupation-no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.